Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed the unicel dxc 600i synchron access clinical system (dxc 600i) ion selective electrode (ise) sample probe was leaving a trail of fluid on the sample wheel cover. Customer reported that the dxc 600i detected mc (modular chemistry) probe obstruction errors. Customer reported that the dxc 600i generated low ise results and an erroneous glucose result. Customer reported that the erroneous glucose result was reported out of the laboratory. Customer reported that a healthcare practitioner questioner questioned the result because the result did not match a point of care glucose analyzer. Customer reported that the erroneous result was amended. Customer reported that the low ise results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed fluid on top of caps and obstruction errors. The fse found obstruction in line 118 causing flooding of the blade wash chamber. The fse cleared the obstruction. The fse verified the system functioned correctly. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. The fse validated the system and documented in the customer's quality control record.